Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated. The device was returned to zoll japan for evaluation. The customer's report was duplicated and attributed to a faulty hv capacitor. The hv capacitor was replaced to resolve the report. The device was recertified and returned to the customer. Reports of this nature are not considered to meet our reportability requirements. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed the manufacturing 6 month testing. Complainant did not indicate that there was any patient involvement in the reported malfunction.